Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It confirmed that the metal part of the bending section of the subject device was lifted and exposed. Since the metal part of the bending section was indicated the leakage, it could find the exposing the metal. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user, that during the routine inspection it was found the metal part of the bending section of the subject device was lifted and it caused the leakage of the bending section rubber. Olympus (B)(4) checked the subject device and found that the metal part of the bending section of the subject device was lifted and exposed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be specified. However based on the report of olympus australia and the followings, omsc presumed there was the possibility this phenomenon was attributed to applying the excessive stress to the bending section of the subject device by the user which might have caused the bending tube to break and the metal part to protrude from the bending rubber. -the evaluation result of olympus australia showed that the metal part of bending section had detached. -the instruction manual of the subject device states that the bending section may be damaged by angulation toward the opposite direction while the distal end is not moved. -in the former similar cases reported that; >the user had manipulated device so as to apply excessive stress to bending section, which had caused bending tube to break and protrude from bending rubber. >the bending tube may be broken by user angulating distal end toward the opposite direction while the bending tube had been bent and unable to be move in calix. If additional information becomes available, this report will be supplemented.